Event description:
Pt was implanted with sternal locking x plate construct on sternum on (B)(6) 2012. Pt also had previous clavicle injury. Manubrium plate was placed lateral near the clavicle. It is reported there was too much movement in that area which caused a non-union. Pt was returned to the operating room on (B)(6) 2012 and the plate and ten (10) screws were removed. No hardware was replaced. This is 1 of 11 reports for the same event.

Manufacturer narrative:
Visual inspection noted the part was bent to fit anatomy of pt. Part alteration to fit pt prevents gauging of spherical ball depths, plate thicknesses and double lead threads. Release pin insertion beyond angle on legs and the reversed bend on the pin tab prevent removal without additional damage components. Dimensions that could be measured were found to meet specifications. A review of the device history record (DHR) found nothing that would cause or contribute to the reported incident. Subject product met all visual and dimensional requirements during manufacturing and release. Investigation is on-going.